Event description:
A 40-yr-old female pt was admitted to the radiology dept for a CT scan of the abdomen. A 22g IV catheter was inserted in the rt antecubital area. The pt received contrast via a power injector. It was discovered that approx 120 cc's of the contrast extravasated into her arm. She was seen by a plastic surgeon, no treatment was required. The pt returned the next day for a repeat CT scan. The event occurred on 1/13/97.